Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000443, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000860r, serial/lot #: xc19280123 rev. G, ubd: , UDI#: ; product ID: bi71000450, serial/lot #: v17220314 rev. F, ubd: , UDI#: h3/h6 - a manufacturer representative went to the site to service the system. Replaced the power supply because voltage was at 4.5v and would not hold once adjusted after reboots. Adjusted the voltage to 5.15v and rebooted multiple times and stays steady. Replaced the power enclosure. Evaluation of the returned power conversion enclosure bi71000860r lot# xc19280123 rev. G found that the power conversion enclosure failed bench testing. Transistors q28 and q14 failed, both transistors are shorted. Evaluation of the returned power supply bi71000450 lot# v17220314 rev. F found the power supply failed bench test, visual inspection confirm ps1 power supply is electrically overstressed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was receiving a generator error, the system failed to initialize. There was no patient involvement.